Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
15-jan-2025: the ilet user reported that on (B)(6) 2025 that their marital spouse found them unconscious in the hallway at home and the dexcom g7 continuous glucose monitor (cgm) read the blood glucose (bg) as "low" (less than 40 mg/dl). The user's spouse gave the user skittles candy to bring up their bg levels. The user did not call emergency medical services (ems) and no medical intervention was sought.